Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection did not identify any anomalies. Device evaluation found that the power supply board malfunctioned confirming the reported issue. The pcu point of care unit power supply circuit board pcb was replaced, the software was set to 9.33, the device was calibrated, and tested to OEM specifications. The root cause for the reported power supply issues, device blinking and cycling was determined to be that the pcb was aged. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, when trying the battery conditioning, the unit would start out okay but after a few minutes would start alarming and the unit would start turning itself on and off. When it would come back on, the ac indicator led would be blinking, the pcu would start alarming and the unit would shut off. There was no patient involvement. No additional information is available.